Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient who received this device (as a replacement due to normal battery depletion) passed away 18 days after implant. A boston scientific field representative reported there were no allegations against the device at the time he was asked by the patient's physician to program the device off due to the patient's death. 11 days after the replacement procedure, the patient's spouse had reported to a boston scientific customer service consultant that the patient had been hospitalized in critical care due to the device replacement. The spouse also said the patient had been taken off coumadin seven days before device replacement, that the deceased had experienced internal bleeding after device replacement, and that he was hospitalized with one pint of blood left in his system. The representative subsequently reported that measurements were fine during the device check at implant, that the patient was still in the operating room when he left and there were no issues, and that the patient had other medical procedures scheduled later the same day after the device replacement. When the representative presented to program the device off, he was told the patient had experienced complications due to the procedures, and that he was not aware of any concerns regarding the device.